Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inappropriate material found. The foreign material could not be identified based on the provided information. Customer detects water/air leakage during reprocessing (water leakage test after precleaning). Manual cleaning cannot be continued when water/air leakage is detected. Therefore, it was judged that the device was sent to olympus without undergoing reprocessing at the customer facility. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the choledocho videoscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had foreign matter blocking the channel when the forceps are inserted. There was no patient involvement.